Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd called in to report that after changing the cleo 90 infusion set, seven line-block alerts were received. The pwd stated that another line-block alert occurred after attempting to deliver a bolus. The pwd was advised to complete a full infusion set and cassette change (cassette not an ICU medical product) to resolve the issue. The pwd completed an infusion set change but did not replace the cassette. The pwd reported being able to successfully deliver a bolus afterward. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. The patient is a white, non-hispanic/latino male, born on (B)(6) 2004 and weighing 131 lbs.